Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, the patient had a thrombus after placement. The patient was given platelets and factor 7. It was difficult for the team to keep enough volume for the patient with what was being taken off. The decision was made to close the patient with perclose proglide x2. X-ray revealed clots had formed in the bronchioles, which needed to be taken out. The impella cp was removed and an impella 5.5 was placed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.